Event description:
The information received indicated that a patient had a cypher stent placed in the circumflex (cx) artery for an unknown reason. The following year the patient indicated that he "didn't feel right," had an angiogram, and had a second cypher stent placed in the proximal posterolateral ventricular branch (plvb prox) for an unknown reason. Approximately four years after the 1st cypher was implanted in the cx, the patient experienced shortness of breath, had an outpatient angiogram, and was diagnosed with complete blockage in both stents. No treatment reported for this ongoing event. The patient reported he has an appointment with his cardiologist for follow up. No further information was available.

Event description:
Caller states patient tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.